Event description:
Healthcare professional reported left side capsular contracture baker grade iii and exchange from textured to smooth implants due to the patients concerns with the product. Physician later reported "looks bigger", "fluid, and "hard." Physician additionally reported "radial folds", "a capsule within a capsule", "there was no fluid accumulation". Physician also reported "dense fibrosis", deemed not device related. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ anxiety-product/procedure: unable to observe. ¿ capsular contracture: unable to observe. ¿ crease folding of implant: observed creases on the device. ¿ cyst: unable to observe. ¿ doble capsule: unable to observe. ¿ visibility/palpability: unable to observe. As per the investigation procedure, wear abrasion was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.